Event description:
It was reported that in pre-op at a patient's generator replacement surgery, high impedance was noted on the patient's generator twice. During surgery, the surgeon re-inserted the lead pin in the patient's originally implanted generator and impedance was still high. The surgeon then explanted the patient's generator and tried inserting the pin in the new generator and the impedance was checked and was still high. The leads were then replaced and connected to the new generator and the high impedance was resolved. It was stated the surgeon had difficulty removing the lead (assumed to mean electrodes) from the vagal nerve and had difficulty due to much scar tissue. The patient's replacement surgery facility is known to discard products after surgery and is a no return site therefore no products have been received into analysis to date. No additional relevant information has been received to date.